Manufacturer narrative:
The referenced device was returned to the olympus regional repair center for evaluation. The customer¿s reported no image issue was not confirmed. However; the connecting cable was identified to have a deep cut and is leaking as a result. Additionally, the coupler is worn and no longer holds the connection securely. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. However; if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed via service inquiry that the customer high definition camera head has a no image malfunction as the customer reported ¿suspected cable break, image disappears¿. The event was found during an unspecified event. No death, injury or harm was reported.

Event description:
Additional information was received regarding the event (cable break/loss of image). This event occurred during a cystoscopy procedure and the procedure was completed using a similar device. The customer reported ¿there was no significant extension¿ to the procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to a1, b5, d5, d9, g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. During the device evaluation, the loss of image was unable to be duplicated. However, based on the results of the investigation, it¿s likely the water tightness failed due to the cut cable and a communication failure occurred. The root cause of the loss of image was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.